Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed 110 mm from the terminal pin. The distal segment was not returned. With the segment returned, testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The noise was oversensed, but did not result in asystole greater than 2 seconds. The patient was seen in clinic and the noise could not be reproduced. In addition, varying impedances were observed. The average range was 380-460 ohms until recently when the values increased to 390-520 ohms. Therapy was programmed off until the following day when the lead was surgically abandoned and replaced. During the revision procedure, the lead was not tested. A segment of the lead was returned for analysis. No additional adverse patient effects were reported.